Manufacturer narrative:
(B)(4). The device involved in this complaint has been returned to the manufacturer, however the evaluation of said device is in progress at the time of this report. A device history record review shows that the product was assembled and inspected according to our specifications. This report will be updated at the conclusion of the device investigation.

Event description:
Customer complaint alleges that when device set to deliver fi02 40%/flow 10lpm no oxygen is being delivered through the system. It was reported the patient had transient lowered 02 saturation. Alternative oxygen delivery system was used, and the patient's oxygen levels returned to "within normal parameter for patient."

Manufacturer narrative:
(B)(4). The customer returned the actual sample along with an unopened representative sample. A visual exam was performed and it was observed that the actual sample had signs of use as damages were found at the internal locks of the adaptor and the unit was attached to an aquapak empty bottle. Also, it was received without the puncture pin protector. The representative sample was in the original packaging. There were no signs of use and no issues or discrepancies were found. The damage found on the internal locks of the adaptor of the actual sample is not acceptable according to the current specifications. Functional testing was performed; however, the oxygen entrainment testing could not be performed due to the condition of the actual sample. No issues were detected during functional testing of the representative sample. Based on the investigation performed, the reported complaint has been confirmed. It was determined there was an unstable connection between the adaptor and the flowmeter. Although the condition reported is observed on the sample provided, there is not sufficient evidence to assure that this issue was originated during the manufacturing assembly or molding process (damaged internal locks). Other remarks: visual inspections are performed to the material during assembly and packaging and oxygen entrainment functional test is performed according to a sampling plan applied to each code before releasing product. A root cause for the condition reported could not be identified. Personnel from the adaptor assembly line were notified on mar-8-2017 for awareness. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause was not established.

Event description:
Customer complaint alleges that when device set to deliver fi02 40%/flow 10lpm no oxygen is being delivered through the system. It was reported the patient had transient lowered 02 saturation. Alternative oxygen delivery system was used, and the patient's oxygen levels returned to "within normal parameter for patient."